Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/15/2024 it was reported by a sales representative via (B)(4) that an ar-6480 dw pump is having a snowball effect on the video monitor when debris floats around the joint area. This was discovered during an unspecified procedure with no patient harm reported. The doctor was using an 8-sided retractable burr. The debris that is being accumulated does not get suctioned out by the ar-6480 during the shaving. Ts requested more info to the client. Once they¿ve confirmed that the outflow suction is working, they can increase shaver suction.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.